Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #00597206535, nexgen all poly patella, lot #unknown - manufactured by zimmer b.v. - ponce, p.r. No product was returned; visual and dimensional evaluations could not be performed. These devices are used for treatment. Per the package inserts of the femoral and patellar components, pain is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided. The complaint will be revised upon return of x-rays and/or product or further information. The information provided on this form was previously submitted under manufacturing report number (B)(4).

Event description:
It was reported that the patient is experiencing radiating pain.